Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. Post-operatively, in 2009, the left side of the sling was removed due to persistent pain in the left adductor region. The pt does not have pain anymore and is doing well.

Manufacturer narrative:
Date sent to the FDA: 05/07/2009. Pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.